Manufacturer narrative:
Indications: this device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Contraindications: use of the lvis device is contraindicated under these circumstances: patients in whom anticoagulant, anti-platelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to metal, such as nickel-titanium and metal jewelry; patients with anatomy that does not permit passage or deployment of the lvis device; patients with an active bacterial infection; patients with a pre-existing stent in place at the target aneurysm. Potential complications: possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined. (B)(4).

Event description:
It was reported that during the treatment of a left internal carotid artery (ica) / ophthalmic aneurysm, the proximal end to the lvis was twisted and did not open during deployment. Attempts were made to open the stent using a j-wire and the microcatheter unsuccessfully. A second procedure was performed on the following day that allowed the physician to oppose the stent to the ica wall successfully. The patient was reported to be fine.